Event description:
A rep reported that a shunt was defective and would not filter. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by fax and phone. A completed questionnaire was not received. (B)(4).